Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate and static. It was also reported that occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. Customer¿s blood glucose level was 222 mg/dl.